Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. Unable to upload any files particularly the pump history file which is used to verify hardware low-level failures due to a problem associated with the electronic assembly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. The insulin pump will be returned for analysis.